Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the display disappearing was due to a faulty main board. The root cause of the pneumoperitoneum failure was due to a a/d convertor within a circuit board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. During testing of the pneumoperitoneum, an error sounded, the display on the front panel disappeared, and only the power switch was lit. Smoke is not able to exhaust. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the front panel display disappeared and only the power switch remained lit on the high flow insufflation unit. It was also reported that the pneumoperitoneum was not working and could not insufflate. The issue was found during a laparoscopic surgery for the colon and liver. The power was restored as the power switch was turned back on and the procedure was completed. There were no reports of patient harm.